Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The moderately tortuous and moderatly calcified with 32mm and 2.75 in width target lesion was located in the left anterior descending artery. A 2.75x32mm promus element derug eluting stent was advanced but failed to cross the lesion. When it was removed, it was noticed that the stent struts was damaged. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The moderately tortuous and moderately calcified with 32mm and 2.75 in width target lesion was located in the left anterior descending artery. A 2.75x32mm promus element "drug" eluting stent was advanced but failed to cross the lesion. When it was removed, it was noticed that the stent struts was damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Model number(s) updated from h7493911332270 to h7493911332250. Lot number has been update from 0021103189 and 0021661092. Device manufacture date updated from 08/29/2017 to 01/17/2018. Expiry date update from 02/25/2019 to 07/16/2019. Unique identifier (UDI) # updated from (B)(4) to (B)(4). Device evaluated by MFR.: promus element,mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured using within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.